Manufacturer narrative:
The reported event that the secondary fracture occurred around the distal lateral screw of t2 nail could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. As the product was not returned, it could not be determined in what way the nail had broken nor if the nail had been damaged intra-operatively. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, some of the possible causes of this one requirement for successful nail treatment is a timely bone healing in order to relive the implants over the progressing time of implantation. Another requirement is that the implant must not be damaged during and after insertion. Surface damages reduce the implant¿s durability significantly. A third requirement is that the implant must not be stressed by too high load application e.g. (But not limited to) exceeding weight bearing or overweight or other stresses. In this case implant breakage had occurred after an implantation period of approx. 4 months. It could not be determined if the patient had been compliant to the surgeon¿s instruction regarding post-operative load bearing. Based on the given information a deficiency of the nail could not be verified. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that secondary fracture occurred around the distal lateral screw of t2 nail on (B)(6) 2018. During rehabilitation, complained a pain around the knee although continued rehabilitation. Then visited a hospital and found a secondary fracture in the nail distal. It will revision surgery on (B)(6) 2019.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains in the patient.

Event description:
It was reported that secondary fracture occurred around the distal lateral screw of t2 nail on (B)(6) 2018. During rehabilitation, complained a pain around the knee although continued rehabilitation. Then visited a hospital and found a secondary fracture in the nail distal. "It will" revision surgery on (B)(6) 2019.